Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient experienced a pneumomediastinum following a superdimension procedure which resolved spontaneously without intervention. Patient hospitalized for two days for observation. The site reports that the pneumomediastinum is possibly attributed to two non-superdimension endoscopic tools used during the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.